Event description:
It was reported that the device was explanted after implant duration of zero days. On (B) (6) 2010 (through-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report of (B) (6) 2010, "horizontal mattress sutures of 3-0 ethibond placed through the mitral annulus and subsequently through a 28-mm physio ring. The annulus sized to approximately a 30 physio ring. We downsized one. After completing this, we tested the ring and still had a moderate leak at that point. The sutures were removed and they were replaced in a similar fashion."

Manufacturer narrative:
Sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.